Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer was hospitalized for diabetic ketoacidosis in (B)(6). No further details were given. The customer was notified that somebody may be reaching out to him for further information. No products were returned or replaced.